Event description:
The customer reported that a flame occurred on the tip of the device during an orif left proximal humerus procedure. There was eschar build up on the tip when the flame was noticed. There was no injury to the patient or o.r. Personnel.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.